Manufacturer narrative:
Complaint of particulate matter on item ch-72 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history report (DHR) lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Event description:
An email was received regarding a chemoclave vented vial spike stating that there was a small particle noted after using specific ch-72 vial spikes to compounding busulfan and infusing it through the ch-12 adapter into the final bag. No patient involvement and harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.